Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with normal operating currents. Pump was monitored and no unexpected failed battery test alarms occurred during testing. Pump received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they had several failed battery test alarms on the insulin pump. Customer also reported they were unable to clear the alarm due to unresponsive buttons. The customer stated the numbers on their insulin pump were scrolling. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.